Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr),small valve, and restricted posterior leaflet for a mitraclip procedure. During the procedure, imaging was challenging. Mitraclip ntw was observed to be stuck under the valve. Troubleshooting was performed and was successful. The clip was removed from the anatomy. It was observed at the back table that one gripper was unable to lower. Some tissue was observed on the clip. A perforation was observed in anterior leaflet. Grasping was unsuccessful with second mitraclip. It was removed from the anatomy and was observed at the back table under fluoroscopy. One gripper was unable to actuate. The mr remained unchanged post procedure. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr),small valve, and restricted posterior leaflet for a mitraclip procedure. During the procedure, imaging was challenging. Mitraclip ntw was observed to be stuck under the valve. Troubleshooting was performed and was successful. The clip was removed from the anatomy. It was observed at the back table that one gripper was unable to lower. Some tissue was observed on the clip . A perforation was observed in anterior leaflet. Grasping was unsuccessful with second mitraclip. It was removed from the anatomy and was observed at the back table under fluoroscopy. One gripper was unable to actuate. The mr remained unchanged post procedure. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was confirmed via device analysis. The reported difficult to remove-anatomy and image resolution poor n/a during procedure could not be replicated in a testing environment. Additionally, it was observed that one gripper line was broken and the gripper cover was observed to be bulky/loose. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the reported difficult to remove from anatomy was due to procedural circumstances. The reported difficult imaging was due to patient anatomy and procedural circumstances. The cause of the reported single gripper actuation issue, observed broken gripper line, and observed bulky gripper cover were unable to be determined. The reported tissue injury was a cascading event of the reported difficult to remove from anatomy. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.